Manufacturer narrative:
Of the 2 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue and moisture was present. These reports were received from various sources. The patients associated with this allegation ranged from 8-14 years of age and between 78 and 78 pounds. Of the reported patients, 2 were male.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There was 1 instance of cartridge compartment w/moisture damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.